Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the bolus stopped working from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The mother stated that the bolus stopped working without any reason. The customer stated that she tried to change the batteries a few times without a result. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. Unable to verify bolus stopped alarm anomaly due to button keypad anomaly. The insulin pump received with cracked case at display window corners and cracked reservoir tube lip.